Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient was hospitalized on (B)(6). 2025 due to hyperglycemia as patient was using expired product. The blood glucose level was 600 mg/dl at the time of event and the patient got treated with intravenous (IV) drip. The patient was also found positive for ketones and ketones level were 4. Patient also experienced symptoms of palpitation, tiredness, dizziness and sweating. The length of hospitalization was for nine days. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child recor (B)(4). The batch 5398307, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 01-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "5398307". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 5398307 was manufactured according to the work instruction (wi) version 71 and manufactured in the machine 10 and 12 on 09-aug-2022, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. No physical samples were returned. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.